Event description:
It was reported that two days after the implant the implantable cardioverter defibrillator (ICD) exhibited increased impedance warning signs. The physician performed an inspection of the ICD and found that the right ventricular (rv) lead connection in the connector port was compromised because the setscrew had collapsed. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.